Manufacturer narrative:
A ge rep evaluated the system and replaced the ps1 power supply and calibrated the camera stops. System operates as intended.

Event description:
Customer reported the system is displaying a charger failed error, and that the camera is not rotating properly. No pt injury was reported.